Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), mood altered ("moody") and hot flush ("hot flashes"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pollakiuria ("frequent urination"). In (B)(6) 2014, the patient experienced nausea ("nausea") and migraine ("migraine"). In (B)(6) 2015, the patient experienced rash papular ("rash/bumpy skin rashes"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced depression ("psych injury/ depression,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), vaginal infection ("vag. Infections"), skin disorder ("skin condition"), urinary tract disorder ("urinary problems"), vision blurred ("vision problems/blurry "), fatigue ("fatigue"), headache ("headaches"), photophobia ("light sensitivity to eye") and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, dyspareunia, dysmenorrhoea, rash papular, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, vaginal infection, vaginal discharge, skin disorder, depression, urinary tract disorder, weight increased, vision blurred, fatigue, nausea, migraine, headache, mood altered, hot flush, pollakiuria, photophobia and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, mood altered, nausea, pelvic pain, photophobia, pollakiuria, rash papular, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records headaches. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Case became serious incident. Essure removal details and reporter information was added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), mood altered ("moody") and hot flush ("hot flashes"). In (B)(6) 2011, the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pollakiuria ("frequent urination"). In (B)(6) 2014, the patient experienced nausea ("nausea") and migraine ("migraine"). In (B)(6) 2015, the patient experienced rash papular ("rash/bumpy skin rashes"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient experienced depression ("psych injury/depression,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), vaginal infection ("vag. Infections"), skin disorder ("skin condition"), urinary tract disorder ("urinary problems"), vision blurred ("vision problems/blurry "), fatigue ("fatigue"), headache ("headaches"), photophobia ("light sensitivity to eye") and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, abdominal pain lower, dyspareunia, dysmenorrhoea, rash papular, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, vaginal infection, vaginal discharge, skin disorder, depression, urinary tract disorder, weight increased, vision blurred, fatigue, nausea, migraine, headache, mood altered, hot flush, pollakiuria, photophobia and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, mood altered, nausea, pelvic pain, photophobia, pollakiuria, rash papular, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.